Manufacturer narrative:
The product could not be evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the product was not provided. Per the package insert, pain and loosening are known potential adverse effects of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Explant date - unknown date in 2012. Concomitant medical products - natural knee ii porous coated stemmed tibial baseplate catalog #: 6212-01-200 lot #: ni, natural knee ii porous coated femoral component right size 0 catalog #: 6212-00-009 lot #: 60350715, unknown natural knee articular surface catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2018-00283, 0001822565-2018-00286, 0001822565-2019-00500. Investigation incomplete.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision approximately six (6) years post-operatively to address pain. During the revision, the screws just fell out. All devices were removed and replaced. Initial operative notes were received that report that the patient's "bones were too small for anything larger than a size 0", however, no intraoperative complications were reported.